Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4) clinical study. It was reported that the patient died. In (B)(6) 2015, the patient's current angina status was recorded as stable angina and cardiac catheterization was performed. The target lesion was a de novo lesion located in the proximal circumflex (cx) artery with 90% stenosis and was 10mm long, with a reference vessel diameter of 3.5mm. There was moderate calcification and the thrombolysis in myocardial infarction (timi) flow was unknown. The target lesion was treated with pre-dilatation using a 2.5mm balloon catheter at 12 atmospheres and insertion of a 3.50x12mm promus premier¿ drug-eluting stent. Post-dilatation was performed using a 3.5mm balloon catheter at 20 atmospheres. Post-procedural residual stenosis was 0% and timi flow was 3. Completion angiogram demonstrated excellent results with no complications. The following day, the patient was discharged on aspirin, clopidogrel, and 1mg four times a day of coumadin (warfarin). The patient was scheduled for a follow-up in 2 weeks with the structural heart clinic for treatment options for the severe aortic stenosis. In (B)(6) 2015, the patient died of severe aortic stenosis.